Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion sets fell off during use events since 4-may-2024 till now. The infusion sets were in use for 24 hours. The blood glucose level at the time of event was 150 mg/dl and the patient resolved all the events by replacing infusion set and resumed insulin deliveries successfully. No further information available.